Manufacturer narrative:
Clinical photos were provided from the customer to physician for review. According to the review, there appeared to be deposits noted in the clinical photos that are also irregular in presentation and quite obvious where ssngs and classic glistenings typically are more homogeneous in nature, slightly sparkling, often translucent and in the case of ssngs difficult to see unless the slit beam is precisely angled and extremely small. The response letter from physician indicated that it was the opinion of he and that of others who studied both the clinical slit lamp photos provided as well as the explanted iol sent to us that the deposits on the lens were not classic glistenings nor subsurface nanoglistenings (ssng) as they have been defined. Classic glistenings are typically located within the body of the iol due to the etiology which is the condensation of water molecules. As a result any condensed water molecules within 150 microns of the surface will migrate out of the lens into the aqueous. It is unknown if the deposits washed off during transit in the bss vial or during preparation of the lens for evaluation. A root cause could not be determined to explain the observations seen in clinical photo. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: cut portions of the explanted lens were returned in a specimen jar. Clinical solution was present in the jar. The lens was removed from the specimen jar and allowed to air dry prior to evaluation. One haptic is broken from the optic in the haptic/optic area with scrape mark and split/cracked damage. A small, dark, loose foreign material was located on the posterior surface. The other haptic is broken from the optic in the haptic/optic area with small particulates observed. The optic has been cut into pieces. Only one large portion (approximately 50%) of the optic was returned. The optic surfaces have multiple areas of damage. Additional small split/cracked damage was observed similar in appearance to damage from a tool used to grasp the lens. A small area that appears slightly brownish (possibly solution) is observed on the optic portion. The lens was sent to the particle lab for further analysis. Testing was conducted on the optic portion, haptic, and the junction area. Foreign material was observed on optic, lens haptic and junction. Clinical solution was observed on the lens. Analysis of areas and observed particles indicated balanced salt solution (bss) as the closest match. No foreign material that matches the description of a ¿large brown patch¿ was observed. The exact identities of the particles are unknown. Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause cannot be determined for the reported event. Glistenings were not observed. The explanted lens was cut into pieces and returned in a specimen cup. A large portion of the optic was not returned. Loose foreign material was present on the lens along with clinical solution. The condition of the remainder of cut optic cannot be confirmed. The reported complaint of large brown patch of glistenings was not observable under microscopic examination using various magnifications and lighting conditions. Small bits of brownish solution and particles were observed. It is unknown if the observed particulates were present while in the eye, and possibly interpreted as the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.1., b.2., b.5., d.7., d.10., h.1., h.3., h.6. And h.10. Evaluation summary: the product is in transit. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
Additional information was provided that the iol was removed from the eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implantation procedure, the patient is 20/50 with little corneal edema. The surgeon is concerned that the glistenings may be contributing to the patient's outcome. Additional information was provided by the surgeon, indicating that on post op day one there was some corneal edema and according to the surgeon he did not pay much attention to the lens. On week one there was no corneal edema. The lens however is now covered centrally by large brown patch of glistenings resembling some lenses that I have implanted over the years. In those lenses the change occurred gradually. There are two medical device reports associated with the events reported by this report. This report is for the one iol with glistening.